Manufacturer narrative:
The hose tear was discovered at the manufacturer, during a routine service evaluation. The hose assembly was replaced and additional preventative maintenance was performed. The handpiece was then returned to the customer.

Event description:
During a routine service evaluation at the manufacturer, a tear in the hose portion of a pneumatic drill was discovered. The event did not occur in a surgical environment. There was no user injury reported and no adverse consequences alleged.